Event description:
The usb serial cable was received, and analysis was completed and approved on (B)(4) 2015. Analysis was unable to verify the reported event. No anomalies were noted, and the usb serial cable performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. (B)(4).

Event description:
It was reported that the physician's newly delivered tablet was found non-functional. Troubleshooting was performed which narrowed the issue down to the serial cable. The company representative attached his personal tablet usb cable to the physician's new tablet and the issue resolved. The physician was loaned the company representative's usb cable until the physician could be provided a new cable. The physician was provided a new usb cable at which time it was discovered that the company representatives usb cable was also not functional (MFR. Report # 1644487-2015-05186). The new usb cable was attached which also was found to be faulty (MFR. Report # 1644487-2015-05187). The physician was then provided a new usb cable which was confirmed to be performing as intended. The faulty usb cable was returned for analysis, but has not been received to date.